Manufacturer narrative:
02/03/1998: primary finding of analysis revealed motor stall due to motor gear shaft wear.

Event description:
Reported as "at time of refill, pump was full. No catheter occlusion was detected in subsequent surgery." Device was returned to MFR for analysis.